Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the bolus button cover was observed to be punctured. During testing, the bolus button was unresponsive to user presses. The bolus button cover was removed, and the internal button slug was observed to be missing. Additionally, the battery compartment was observed to be cracked in two places, and the pump casing was cracked near the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a bolus button response issue and a cracked battery compartment. This report is made based on results of investigation completed on 01/30/2017.